Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was discovered that some instruments were damaged. The star drive screwdriver shaft is bent and wobbles in the screwdriver handle, wire guide sleeve won't fully insert into the blade guide, blade/screw guide sleeve will not let the blade inserter engage the rifling properly, tube part of depth gauge for screws is bent and will not let the screw down piece engage the threads, the insertion guide was bent and the sleeves were unable to be inserted full. However, it was set aside and inadvertently placed in the sharps container by the staff and was unable to be retrieved. There was no patient involvement with any of these items. This complaint involves five (5) devices. Concomitant products: depth gauge for screws ø 2.7 to 4.0 mm, measuring range up to 60 mm, 3.2mm wire guide sleeve, blade/screw guide sleeve, depth gauge for screws ø 2.7 to 4.0 mm, insertion guide. This report is for one (1) insertion guide. This report is 5 of 5 for (B)(4).